Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip part of the inlay ureteral stent was broken and came off. It was also stated that upon opening the package to use the device, the stent tip was already broken and came off.

Event description:
It was reported that the tip part of inlay ureteral stent was broken and come off. Also stated that upon opening the package to use the device, the stent tip was already broken and come off.

Manufacturer narrative:
The reported event was confirmed and cause unknown. The product had caused the reported failure. Evaluation observed that the one end of pigtail area of stent was broken. It was notice that sample was not completely returned due to no black suture was intact with sample. A potential root cause for this failure could be due to user related or supplier (example: mishandling product/material brittle). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard ® I n l ay o ptima tm stent set single use only. [Warnings] 1. Method for use (1)when using the multi length type stent , it should be avoided in the following 1)if you measure the length of patient s ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length . Ureteral stent s with excessive coil parts have risks of knot formation at the tip of renal pelvis side during placemen t or removal. 2)if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. (2)ureteral arterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care. [Contraindications] 1. Method for use (1) do not reuse. (2) do not resterilize 2. Applicable patients do not use for the woman who is pregnant or may become pregnant. [To avoid radiation exposure on pre born baby from x ray.] [Shape, configuration and principles] bard® I n l ay o ptima tm stent set comprises the following components. 1. B ard ® I n l ay o ptima tm ureteral stent the b ard ® I n l ay o ptima tm ureteral stent is a double pigtail ureteral stent with monofilament suture loop attached to aid in stent removal. The stent is available in two forms: a single size or a customized multi length size. There are two types of stent: those which have side holes and have without side hole [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight.. 2. Expiration date indicated on the direct package and the outer box.". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.